Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device change-out. Upon interrogation, the right ventricular lead exhibited impedance greater than 2225 ohms. The physician suspected a lead fracture. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient.